Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No loose drive support cap was noted. The pump was received unit with a detached end cap. The pump also had cracked battery tube threads, a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer had a drive support cap that was sticking out. Pump will come back and will be replaced. Customer's blood glucose level was 23 mmol/l. No further details given.